Manufacturer narrative:
Evaluation conclusion: off ¿label, unapproved or contraindicated use (the scuba stent system is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch). (B)(4).

Event description:
The patient was hospitalized for severe stenosis (100%) of the left subclavian cavity. The physician was using a scuba co-cr stent to treat the severe lesion with moderate tortuous calcification. Nothing unusual was noted during device preparation. No previously deployed stents at the site of treatment. The lesion was pre-dilated to 12atms and 70% stenosis remained. After successful stent implantation, angiography results showed normal vascular morphology. Approximately five months post the index procedure a follow up revealed that the stent was broken. Patients had experienced transient dizziness, which could be relieved by rest for half an hour. The physician was concerned that the separation of 5mm at the cleavage site may cause vascular endothelial stimulation causing severe re-stenosis. The patient will be treated with stent implantation again. Image review still images received confirm the stent fracture in the left subclavian artery. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Cine image review: the images returned showed the scuba stent expanded without abnormalities in left subclavian artery during the index procedure. A small corner was visible on the stent due to calcification.

Manufacturer narrative:
Additional information was received that patient death occurred approximately 6 months post index procedure. Cause of death could not be confirmed.